Manufacturer narrative:
One device was received for evaluation for the complaint that the device was tested with two different IV sets and failed to alarm for downstream occlusion. The event occurred during testing and there was no patient involvement. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal delaminated and uso seal delaminated. The complaint was confirmed through downstream occlusion test. The root cause of the reported issue was damaged cam shaft and replaced cam shaft. The device passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was reported that the device was tested with two different IV sets and failed to alarm for downstream occlusion. The event occurred during testing and there was no patient involvement.